Event description:
The customer contacted baxter's technical service center to report a high drain 106 alarm on the homechoice (hc) during drain 6 of 6, patient connected. This indicates the patient drained greater than (B)(4) of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated that she had been using red bags yesterday because they wanted to achieve a high drain volume. The drain volume was 4698 ml and the prescribed fill volume was 1700 ml. The hp stated she usually uses green bags or a combination of green and yellow bags. The hp did not want a swap since the goal of the therapy last night was to pull off fluid. The baxter technical service representative (tsr) reviewed the therapy log and advised the hp to contact the peritoneal dialysis registered nurse (pdrn) if she had any questions or needed numbers from the therapy log. The homechoice meets device specifications and is safe to leave in the customer's home. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult.